Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited ventricular oversensing of atrial pacing, resulting in pacing inhibition.